Manufacturer narrative:
The investigation determined that lower than expected tsh results were obtained from three different samples from two different patients when tested using vitros immunodiagnostics products tsh reagent lot 6840 on a vitros xt 7600 integrated systems. A definitive assignable cause for the discordant vitros tsh results could not be determined with the information provided. Based on quality control performance, a vitros tsh performance issue is not a likely contributor to the events as biorad and vitros qc fluids were predicting as expected at the time the events occurred. There was no evidence to suggest instrument issues contributed to the lower-than-expected vitros tsh results. However, it cannot be entirely ruled out as a contributing factor as precision testing to assess the instruments performance was not performed by the customer at the time of the events. The customer did not provide the type of sample collection device that produced the lower-than-expected vitros tsh results on (B)(6) 2022, on (B)(6) 2022, and on (B)(6) 2022. It is possible that cellular debris, due to poor sample preparation was present in the affected samples although this could not be confirmed. The customer did not carry out any additional testing to rule out the presence of an interferent in the samples, therefore, the presence of an unknown sample interferent causing the lower-than-expected vitros tsh results cannot be ruled out as a contributor to the event. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 6840.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected tsh results were obtained from three different samples from two different patients when tested using vitros immunodiagnostics products tsh reagent lot 6840 on a vitros xt 7600 integrated systems. Patient 1 sample 1, vitros tsh lot 6840 result of 0.295 miu/l (hyperthyroid) vs. The expected result of 1.64 miu/l (euthyroid). Patient 1 sample 2, vitros tsh lot 6840 result of 0.224 miu/l (hyperthyroid) vs. The expected result of 2.69 miu/l (euthyroid). Patient 5 sample 1, vitros tsh lot 6840 result of 0.370 miu/l (hyperthyroid) vs. The expected result of 1.74 miu/l (euthyroid). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower-than-expected, vitros tsh results were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number one of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).